Manufacturer narrative:
G4: 16nov2020, b4: 17nov2020. A philips international service technician evaluated the device and confirmed the reported problem. The touchscreen was replaced to resolve the issue and the device passed all functionality testing. The device remains at the customer site and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The touchscreen assembly was returned to the manufacturer for analysis. Visual inspection revealed no signs of damage or contamination. The failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen assembly was installed in the fi test ventilator and the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that when the customer attempted to calibrate the touch panel, the touch panel had a misalignment in a large amount, so the calibration failed to be performed after all. The device was not being used on a patient at the time of the event. The issue was noted during servicing of the device.